Event description:
It was reported that during a meniscus repair procedure, following standard operations, t1 and t2 fell off. There was a backup device available to complete the procedure with no significant delay. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.